Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator controller ergonomic base (mceb) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. 319 errors were confirmed in the logs. The mceb was installed into a working system and programmed, but all ergonomic adjustment functions were performing as expected. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the error 319 appeared on the system. The site to performed a hard restart, but the issue persisted. The procedure was aborted post-anesthesia with no reported injury.